Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open small bowel resection, stapler broke into several pieces on third firing when creating anastomosis. Component disengaged fell into the patient cavity and were all retrieved. The patient was taken back to operation room to retrieve them and another stapler was used to complete the anastomosis.